Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was in the 200's(mg/dl). Customer administered a manual injection to address bg level. Customer alleged pump did not deliver insulin as intended. Tandem technical support (cts) performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Additionally, the customer had used a cartridge filled with humalog insulin for 3 days. Cts educated customer regarding cartridge/insulin labeling. Reportedly the customer continued to use the pump for insulin therapy.